Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patient is currently experiencing nighttime seizures, no further details were provided. No other relevant information has been received to date.

Event description:
It was reported by the provider that the patient was very seriously ill patient, has periods of improvement and worsening (not reported to be in relation to vns). Provider did not find any record in the medical chart specifically for the date in question nor any adjustment of the device. The provider also does not know of any change in medication during that time frame. No further investigation can be performed. No other relevant information has been received to date.